Event description:
It was reported that a small volume intermate had particulate matter within it. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received by baxter and is currently under evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted a solid white particle, 1.40 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ft-ir) scanning identified the particle to be of acrylic material. A review of all batch record documents was performed with an issue noted during the manufacturing process. It was found that equipment involved in the manufacture of the lot was released prior to obtaining validation approvals. However, the lot met the release criteria. The cause of the particulate matter was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to investigate reports of acrylic particulate matter observed inside the bladder. Should additional relevant information become available, a supplemental report will be submitted.